Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately two years, eight months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was replaced. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.